Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the difficulties deploying the clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During deployment of the mitraclip, after 2 final arm angle tests, the release pin was removed and the arm positioner was turned in the open direction to expose the metal groove. The physician turned the actuator knob 6 times and pulled on it, so the actuator knob went out for a centimeter from the handle and then the physician pulled the handle to separate the clip; however the clip didn't separate from the delivery catheter. The position of the stabilizer was adjusted by pulling and pushing to get the clip more coaxial to the delivery catheter, but that didn't help, the clip was still attached. The physician decided to open the dc handle, thinking that the delivery catheter might be broken inside the handle. The handle was opened and while the mechanism was exposed, they turned the actuator knob and the catheter finally separated from the clip. The nitinol line was also removed. Final position of the clip confirmed and the procedure was stopped as the mr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the dc shaft, the clip was not returned and the delivery catheter (dc) handle was disassembled. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.